Event description:
Reporter says her device is not working. She says it is supposed to hold its charge for 20 hours, but it only lasts 6 hours. She says it also chirps like crazy and occasionally makes loud sound.